Manufacturer narrative:
Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. Missing information was requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: n/a as no item number was available review of event description (event details, per): patient was implanted with alloclassic stem on an unknown date and planned a revision surgery on (B)(6) 2017 due to peri-prosthetic fracture. No information on revision surgery. Review of received data one x-ray was provided. The x-ray is undated and the quality of it is poor. However, a subtrochanteric peri-prosthetic fracture can be seen. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Conclusion summary: patient was implanted with alloclassic stem on an unknown date and planned a revision surgery on (B)(6) 2017 due to peri-prosthetic fracture. It is unknown why and when the patient had a peri-prosthetic fracture. No information was provided. No surgical reports were sent. The devices have also not been returned for investigation. Only an x-ray was received. The x-ray is undated and in poor quality. However, the bone fracture can be seen. It cannot be said if the implant was in correlation with the bone fracture. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted with an alloclassic stem (exact catalogue number unknown) on an unknown date and planned a revision surgery on (B)(6) 2017 due to peri-prosthetic fracture. It is unknown if the revision surgery took place.